Event description:
It was reported that outside of surgery, the handle was jammed. The mesher worked intra-op because the or staff did not mention that the device was not working. During product evaluation, it was discovered that the ratchet was stuck on the bottom roll. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut were not checked due to the ratchet being stuck on the bottom roll. The bottom roll and ratchet were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: canada.